Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical rectal cancer surgery, a pack of purse-string suture was needed for the intestinal stump anastomosis. After opening it, it was found that the needle and suture were separated and could not be used. Another pack was opened to complete the case. There was no patient injury.